Event description:
The complainant reported that the automated impella controller's (aic) purge clip was broken. The customer stated that they had another device onsite to utilize if necessary. No report of patient involvement, harm, or injury.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. Therefore, the root cause of the purge disc/flag issues was due to a defective component. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.